Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiologic noise and a charge time error (CT). It was suspected that the electrode dislodged and migrated to the pocket. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An arc mark was noted on the electrode shocking coil and on the returned s-ICD can. Device memory shows the arcing occurred prior to explant. In order for arcing to occur, the shocking coil of this electrode would have had to have been in close contact with the device can during therapy delivery, confirming dislodgement while implanted. With the electrode tip in the pocket, it is likely it was also contacting the device can, causing noise.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiologic noise and a charge time error (CT). It was suspected that the electrode dislodged and migrated to the pocket. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.